Event description:
Later it was reported right side capsular contracture baker grade iii, "peri-implant fluid" and "slight morphological change, with rounded appearance and slight increase in anteroposterior diameter. "

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported unknown side capsular contracture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Later it was reported right side capsular contracture baker grade iii, "peri-implant fluid" and "slight morphological change, with rounded appearance and slight increase in anteroposterior diameter. "

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported unknown side capsular contracture. Later it was reported right side capsular contracture baker grade iii, "peri-implant fluid" and "slight morphological change, with rounded appearance and slight increase in anteroposterior diameter" and "ondulations on the device." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported right side capsular contracture. Healthcare professional later reported capsular contracture baker grade iii, "peri-implant fluid" and "slight morphological change, with rounded appearance and slight increase in anteroposterior diameter" and "ondulations on the device." Healthcare professional additionally reported capsular contracture baker grade IV and pain. The device remains implanted.